Event description:
Patient reported infusion set tubings separatind at the luer lock. She indicated tha the first event occurred approximately one month prior with a partial separation. Patient stated that she noticed leakage resulting in an elevated blood glucose of 500 mg/dl. Patient indicated that she vomited and experienced cotton mouth. Her infusion set tubing was replaced to address the issue. The second occurrence was a complete separation that she noticed while changing her clothes and the infusion device fell out of her pocket causing the tubing to snap off. She indicated that she replaced her tubing and her blood glucose level was not affected. No medical assistance was required with either event. Product was not available to be returned for evaluation.

Manufacturer narrative:
H6: product not returned for evaluation.